Event description:
Follow up from the health care provider reported the cause of the event was an infection. It was noted, the lead was attributed to the event and an explant of the lead and extension was done. Signs and symptoms included drainage. Hospitalization was required due to the event and there was no injury to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was erosion on the scalp which caused exposure of both leads. The reporter stated that both leads were explanted. It was reported that leads would be reimplanted at a later date after the scalp healed. It was noted that all other devices remained implanted. It was reported that there were no patient symptoms or injuries related to this event. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7482a95, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v279759, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# v250513, explanted: (B)(6) 2012, product type: lead. (B)(4).